Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 4550 ml during drain 1 of 4 of treatment. The patient reported they had not performed a manual exchange. This drain volume is 182% the patient's prescribed fill volume of 2500 ml. The patient had reportedly cancelled treatment after noticing the drain volume and re-setup and completed treatment successfully on the cycler. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler and the new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. A review of the patient¿s treatment records identified a drain volume of 4550 ml during drain 1 of 4 of treatment. The patient reported they had not performed a manual exchange. This drain volume is 182% the patient's prescribed fill volume of 2500 ml. The patient had reportedly cancelled treatment after noticing the drain volume and re-setup and completed treatment successfully on the cycler. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and revert to an alternate treatment plan. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn reported the patient did not experience any symptoms, adverse events, nor injuries requiring medical intervention as a result of the reported event. The patient has received a new cycler and the new cycler is working well and the patient is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the power entry module was damaged. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.